Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 and 6.2 not detected on bus. A field service engineer (fse) shut down the station and opened the back panel, and the light emitting diodes for that drawer were completely off after fully powering down the station, fse tested each sub drawer controller with a multimeter and measured 0.6 ohms on 6.1. Fse replaced that drawer controller and the module controller, which was no longer functioning, after reassembling and powering on the station, the firmware updated successfully. Fse then ran diagnostics and confirmed everything was functional and working again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6.2 not detected on bus and failed to open, unable to recover. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.